Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported connecting to the patient after starting the initial drain. The patient planned to complete therapy using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.